Event description:
Opened up the packaging for a sterile bd 50 ml luer-lok tip syringe and found a hex nut inside the syringe barrel. Manufacturer is becton, dickinson and company, (B)(4). Lot: 0007608. FDA safety report ID #: (B)(4).